Event description:
It was reported that during a pta treatment procedure, balloon removal difficulties were encountered. The lesion being treated was a calcified, 50% stenotic lesion in the very tortuous superficial femoral artery. The lesion was crossed and dilatated, but the dilatation of the lesion was not adequate. Resistance was met in the sheath and the balloon catheter was difficult to advance. The guidewire was changed and the balloon catheter crossed the lesion and a non-bsc stent was deployed. "When the physician was withdrawing the balloon catheter, he deflated the balloon and twisted many times." The "balloon catheter was unable to pull from the sheath during withdrawal. The balloon catheter was removed with the sheath." The physician noticed that a plastic piece was left on the hub of the balloon catheter. The procedure was completed with this device, with no pt complications. Current pt status is reported as "good."